Event description:
The following report was received on jan 18, 2022 from the distributor: a pre dilatation with a balloon and then the stent was inserted. After inflating, the distal part of the stent did not detach from the balloon when the proximal part clung to the walls of the artery. After several attempts, they managed to release the stent and inflated a 3.5 nc balloon again to cling the distal part to the walls. It was seen that the flow was low and there was a perforation in the area. Another catheterization was then done in order to monitor the case and was found to be normal. Additional information received from the distributor on jan 18, 2022 to feb 07, 2022: the perforation was located in the vessel wall covered by the proximal part of the stent;vessel diameter was 3.5 mm; the product was stored, handled, inspected and prepared according to the instructions for use (IFU); no damage was noted to the product packaging upon inspection prior to use; no kinks were noted in the catheter prior to inserting the product into the patient; inflation pressure was according to instruction; the full length of the stent was well apposed to the vessel wall before attempting to withdraw the balloon; the balloon deflated normally and was fully deflated before the attmpt to withdraw it. The issue was when the operator tried to pull out the balloon, the distal part of the balloon was apposed to the distal part of the stent. It took several attampts to detach the balloon and take it out. As a result the proximal part of the stent was distorted and created stenosis. In order to open the stent, different sizes of balloons were inflated - 1, 1.5, 2, 2.5 and finally 3.5 nc. The event caused a clinically relevant increase in the duration of the procedure but did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. An outcome of the case was a perforation so another pci was performed the next day. The event was resolved with no patient injury.

Manufacturer narrative:
IFU review performed on may 17, 2022 indicated no deviations of the IFU were reported. Angiogram analysis documented on final investigation report dated may 23, 2022 concluded the following: the angiogram of the procedure was reviewed by two experts: dr. (B)(6), cardiologist, and dr. (B)(6), ceo. Following is their combined analysis of the case: there is a tight lesion in the proximal lad. Rca and cx are normal with good flow. The lesion is dilated with a short balloon that does not cover the entire lesion. After the inflation of the balloon the lad is dissected. The dissection appears worse after passing down a non-elunir stent\balloon. Next an elunir stent is positioned and the dissection has propagated. There is no flow from the middle lad now. It is likely that the wire was not in the true lumen, but in a false lumen in the internal elastic lamina of the vessel wall (the border between the intima and the media), and the wire possibly caused the dissection. The elunir stent is inflated with sluggish flow afterwards, strengthening the suspicion that the wire was not in the true lumen. The vessel is fairly tapered. At the proximal end of the lesion, the size seems to be about 3.5 mm. The proximal end of the stent is grossly under-inflated relative to the vessel diameter. No evidence of deformation of the proximal part of the stent can be seen. A guideliner is advanced down the lad (presumably in an attempt to overcome the dissection). If the proximal part of the stent was deformed, it is more likely to be due to the guideliner (and/or the post-dilation balloons) running into it than to difficulty in withdrawing the balloon. The stent balloon is finally recovered. The difficulty withdrawing the balloon is understandable if it was in a false lumen, or could be due to other reasons (e.g. A kink in the wire). It is unlikely to be due to the balloon "sticking" to the stent. The stent cannot stick to the balloon, as the coating is not sticky (with or without blood), and there is nothing for the balloon to get caught on. After multiple balloon inflations, flow is restored in the lad. A perforation was not seen in the angio images. Final investigation report conclusions dated may 23, 2022 concluded the following: 1.the review of the DHR (device history record) of lot # lnrin00527 indicates that the product was supplied meeting specifications. 2.according to the angiogram analysis, the withdrawal difficulty and perforation (or dissection - perforation was not seen) were due to user handling/technique. They were not due to the elunir stent or delivery system and are not related to medinol's manufacturing processes. The vessel was dissected before the elunir system was introduced. 3.following the investigation conclusion that the balloon was probably not stuck to the stent, the classification of "withdrawal difficulty - snagged/caught on stent" was changed to "withdrawal difficulty". 4.the events of this complaint are addressed in the elunir dfmea report, and the risks remains low. No new risks were identified. 5.event outcome - there was no injury to patient.

Manufacturer narrative:
Device history record (DHR) review, performed on (B)(6), 2022 indicated the device was supplied meeting its specification.